Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Following replacement of the charger board. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The charger board was returned to the manufacturer for analysis. Testing found that the charger board failed bench testing due to the output voltage being 0v. This confirmed an electrical failure due to a defective power control board. This event was identified during a retrospective review as discussed with the FDA new england district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), measurements showed 0v between pins 15 and 16 on a battery charger board. The charger board was replaced and the reported issue was resolved. No additional information was provided. There was no patient present when this issue was identified.